Event description:
It was reported that during an unk procedure, when closing the instrument, the instrument "did not run round" and not the part of the truck (the mouth), but the shaft "moves" upwards. Mouth was and is extremely loose and "slumbering" more than normal. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: could you please provide more details for "but the shaft "moves" upwards"? The "mouth" does not move and pull into the socket/shaft, but the socket/shaft moves could you please clarify if there was physical damage identified? Preoperatively noticed-no use on the patient, no defects macroscopically visible if yes, please provide more details (damaged anvil, jaw, shaft) n/a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: batch # 314c42. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution for would not fire: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed, for damaged jaw: introduce the instrument into the body cavity through a trocar of the appropriate size or through an incision. When using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. For insertion and removal of articulating instruments, the jaws of the instrument must be straight, parallel to the shaft of the instrument. Failure to have the instrument jaws in the straight position will result in difficult insertion or withdrawal of the instrument and may result in damage to the instrument. Articulation unlocking: for the articulation, pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. The event described could not be confirmed as the device performed without any difficulties noted. No damage was observed on the jaws. The articulation mechanism was totally functional during functional testing. Device history review a manufacturing record evaluation was performed for the finished device batch number 314c42, and no non-conformances related to the reported complaint condition were identified.